Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and handpiece. It was reported that a patient developed a seroma after surgery using the generator and he attributed this to the use of the handpiece. The rep was meeting with the surgeon after he return from vacation in january to further discuss the patient impact and use of the handpiece in the case. The date of surgery was unknown. There was no delay to the case. There was no reported impact to patient outcome.